Event description:
Info rec'd indicates the siderail would not latch due to a broken center arm assembly.

Manufacturer narrative:
The technician replaced the siderail center arm assembly to repair the bed.